Manufacturer narrative:
(B)(4). The xience pro is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that the stent delivery system met resistance with the mildly tortuous, mildly calcified and 80% stenosed anatomy resulting in the reported failure to advance and the reported difficulty to remove. Manipulation of the device resulted in the noted bent and kinked hypotube and ultimately resulted in the reported detachment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance the device and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that the stent delivery system met resistance with the mildly torturous, mildly calcified and 80% stenosed anatomy resulting in the reported failure to advance and the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with mild tortuosity, mild calcification with 80% stenosis in the mid left anterior descending (lad) coronary artery. A 3.5 x 23 mm xience pro and 3.5 x 38 mm xience prime could not cross the lesion due to the anatomy. The patient was stable. There was no adverse patient effect. There was no clinically significant delay in the procedure. Return device analysis of the 3.5 x 23 mm xience pro revealed a hypotube separation. Follow-up with the account confirmed that there was resistance removing the xience pro from the anatomy after the failure to cross and the hypotube separated. The device was simply withdrawn from the patient anatomy. No additional information was provided.